Event description:
According to the reporter: procedure: lap nephrectomy. The customer reports that when the specimen was being placed into the bag, the bag tore prematurely. The issue was resolved with no further impact to surgery.

Manufacturer narrative:
(B) (4). (B) (4).